Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013. This device was included in the 2013 advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed four low voltage battery faults code 1003 had been recorded. External visual inspection of the device noted body fluid contamination in the lead barrels. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
--

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) made 16 audible beeping sounds every 6 hours throughout the day and detected an error code during the device interrogation. Disturbance in sleep and on social life in general were further reported by the patient due to the beeping sounds. The actions taken by the physician included switching off of the beeping sounds, reforming of manual capacity and temporary switching on then off therapy mode. Boston scientific technical services (ts) confirmed that the printout indicates a voltage too low for projected remaining capacity and was part of device safety architecture which served as an early warning that the battery was depleting faster than expected. Ts advised that the device should be scheduled for replacement. This device remains in service. No adverse patient effects were reported. Additional information received confirming that this device was explanted and everything went well.